Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was turned off without warning. Customer¿s blood glucose was unknown. Customer stated that low battery warning was not working on insulin pump. Customer mentioned that insulin pump doubled the dose on customer which made customer to extremely low. Insulin pump will be returned for analysis.